Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage observed on the pump. Event history log review was performed and found 64 high pressure alarms recorded in the event log. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "alarms high pressure" was able to be duplicated. The event log verifies that the event occurred (64 high pressure alarms recorded). After power up of the pump the pump has a constant high-pressure alarm without a cassette attached. According to the investigation, the pump downstream occlusion sensor will be replaced to address the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited high-pressure alarm. No reported adverse effects.